Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2022, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 24-jan-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a company representative regarding a patient receiving baclofen (1000 mcg/ml at 590 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2025, the doctor reported that they withdrew 16 ml when they were expecting 6.6 ml, and the patient had a new onset seizure as a symptom that the patient was not getting enough drug. Additional information was received on 13-jun-2025 from a healthcare provider via a company representative who reported that on (B)(6) 2025 the patient was admitted to the ed (emergency department) for unresponsiveness. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be suspected baclofen withdrawal. The pump was interrogated, and no issues were found. A catheter dye study was attempted but was unsuccessful because they were unable to aspirate. The hospital was going to contact the patient¿s managing physician to discuss catheter replacement surgery. The issue was not resolved at the time of the report, and it was indicated that the healthcare provider had no further information to provide regarding the event. Additional information was received on 14-jun-2025 from another healthcare provider who was calling to have the pump checked because they believed there was an issue.